Event description:
Information was received indicating that a smiths medical level 1 hotline fluid warming system needs repair because it leaks. There was no reported adverse event.

Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The device leaks from the o-rings and there is a cut in the line cord. During the evaluation of the device, the o-rings were the cause of the leak. This was caused by wear and tear from daily use. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.